Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm upon third inflation for 5 seconds. The device was simply removed without remnants left inside the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E. Initial reporter city: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure.the device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 1mm distally from the proximal marker band. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues with the hypotube.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm upon third inflation for 5 seconds. The device was simply removed without remnants left inside the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.